Manufacturer narrative:
The insulin pump alarmed no delivery during the no delivery test and pump seat during the displacement test due to dried insulin on the motor slide. The pump had scratched display window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of excessive no deliveries from the insulin pump. The customer's blood glucose reading was 354 mg/dl. The customer has tried different cannula lengths. The customer stated that insulin was not expired or denatured. The customer stated that the tubing was not bent or kinked. The customer was advised that the strain on the tubing at the tubing connector cap may contribute to a no delivery alarm. The customer will be sent a replacement pump. The customer will return the pump for analysis.